Manufacturer narrative:
A getinge field service engineer (fse) unable to duplicate failure. Performed p.m. Checklist procedures, per manufacturer specifications. All tests passed. Handed unit to customer in good condition.

Event description:
It was reported during use that a cs300 intra-aortic balloon pump (iabp) had a autofill failure alarm. There is no indication of actual or potential harm or death.